Manufacturer narrative:
Results: visual, dimensional, functional, and material analysis could not be performed as the device was not returned. The construct was made such that there is multiple levels of fixation at the top, and multiple levels of fixation at the bottom, with a couple levels in between with no fixation where the connectors were used. This construct design with the existing curve of the spine allowed for a large bending moment to exist within the non fixed region, which can eventually cause the rod to slip out of the connector. Additionally, it was reported that the patient suffered a fall. The most likely root cause is multifactorial with the construct design and patient fall both contributing to the event.

Event description:
It was reported that; patient presented to the surgeon with pain following a fall. The previous case was performed on (B)(6) 2017 for pseudoarthorsis of l5-s1. The patient was revised using new screw with connectors. The rod pulled out from the right side and there is suspicion that the rod pulled out from the left side as well. The patient bone quality was average and the patient activity was moderate. Patient will undergo a revision surgery on (B)(6) 2017. This is the third revision surgery the patient will have. The other revision surgeries were not related to any instrumentation issues.

Event description:
It was reported that; patient presented to the surgeon with pain following a fall. The previous case was performed on (B)(6) 2017 for pseudoarthorsis of l5-s1. The patient was revised using new screw with connectors. The rod pulled out from the right side and there is suspicion that the rod pulled out from the left side as well. The patient bone quality was average and the patient activity was moderate. Patient will undergo a revision surgery on (B)(6) 2017. This is the third revision surgery the patient will have. The other revision surgeries were not related to any instrumentation issues.